Event description:
It was reported that there was a misalignment in the aiming and treatment beam. No further information has been reported.

Manufacturer narrative:
Upon field service performed on this console, it was identified that the beam coincidence was out of specification. Additionally, errors 59 and 89, regarding timing error and high energy were observed. The silo was reseated and a full optical alignment was performed to correct the coincidence problem. Regarding the error messages, the connections were checked, the interface controller board was reseated and the energy was calibrated. After performing these actions, error 26 regarding low power was observed, and it was determined a suspected problem with the interface or pyro board. Later, the device underwent a power calibration by adjusting aperture and running full pyro and energy calibrations. The optical alignment was verified, as well as coolant level and energy outputs, confirming the device was working within specifications. Based on the information available and analysis results, problem related to the misalignment could have caused or contributed to the reported observation.